Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the dingus had been realigned correctly. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported the gantry would not open. The dingus was not lined up, and was able to be realigned, and the removable door gear was adjusted. This issue was noted outside of a procedure, and there was no patient involvement.